Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/09/2024 it was reported by a arthrex employee via (B)(4) that an ar-4081-225 allograft oats bushing is producing debris when in use. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-4081-22 serial/batch number (B)(6) was received for investigation. Visual inspection of the returned device revealed discoloration spots, faded laser marks. Scratches outside and inside the diameter the reported failure may be due to wear and tear from prolonged use in the field, as the device shows significant signs of wear and tear.